Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced post-operative pain following a paddle replacement (related manufacturer reference number 1627487-2020-01134) on (B)(6) 2021. The patient reported loss of sensation in their lower extremities and increased abdominal pain. The patient was admitted for observation. The patient has improved motor function and is being transferred to a rehabilitation facility. The patient still has effective therapy at this time.